Event description:
During the process of changing the infant's bed as the child was lifted from the mattress the catheter was observed to break approximately 1 inch below the y connector. The catheter was pinched off to stop the bleeding and was then replaced. This was the second catheter used on this infant as the first was found to be leaking when inserted. Also no waveform was obtained from this catheter.